Event description:
The interventional wire was being pulled back out of the body and became lodged. When the wire was pulled, it broke leaving approximately 12 inches of wire in the descending aorta. Patient required additional surgery to remove the wire.